Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently turned on pump sleep activity mode. Tandem technical support assisted customer in turning off setting and insulin delivery was successfully resumed. There was no adverse impact to customer's blood glucose level.